Event description:
The recipient reportedly experienced an infection which caused electrode extrusion. The recipient's device was explanted in (B)(6) 2021. The recipient's infection reportedly resolved. The recipient was reimplanted with another advanced bionics cochlear device on (B)(6) 2021. The explanted device was reportedly discarded and will not return for analysis.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. A review of the device history record was completed and no anomalies were noted. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient's device was explanted. The recipient was re-implanted with another advanced bionics cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.